Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous two vessel coronary interventional procedure. Two pre-insertion angios were performed to confirm common femoral artery sheath placement. The device was deployed without incident and no hematoma was evident. Approx 2 hours later, the pt experienced hypotension and a drop in hemoglobin. A CT scan revealed a retroperitoneal hematoma and confirmed leakage at the level of the iliacs. No treatment was administered and the pt had no further adverse consequences.